Event description:
It was reported that the charging port was not functioning properly and required maneuvering to achieve a good connection, leading to slower charging. There was no adverse impact to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.